Event description:
I believe that dr, my esteemed colleague, has already contacted you regarding the improper off-label promotion of sculptra, a product manufactured by dermik labs, a subsidiary of aventis pharmaceuticals. He and I, as well as other members of the march 24, 2005 advisory panel, are dismayed by the conduct of the MFR and its "consultants". The company has been marketing the product to a population that was not tested at the time of FDA approval. We believe that, in the absence of appropriate studies, these off label uses have a significant chance of being harmful to the general public. We believe that dermik has taken advantage of the compassionate use approval, not for benefit of the small group of patients in need, but rather to circumvent its responsibilities in providing clinical data demonstrating safety and effectiveness for its own financial gain. On march 24, 2005, the general and plastic surgery devices panel reluctantly voted to approve the sculptra injectable polylactic acid augmentation device by dermik labs, for limited use. The recommendation for approval was based solely on the basis of benefits provided to patients with lipoatrophy associated with highly active anti-retroviral therapy (haart). As can be easily seen in reviewing the transcript of that meeting, the clinical data presented were sparse, incomplete, and largely anecdotal. Furthermore, the materials were poorly defined, and the sponsor had not provided clear mfg specifications nor could it provide the characteristics of the reconstituted product. The product never would have been granted approval under the standard complete PMA application criteria. The key panel concerns were: brief period of patient follow-up, limited number of patients in clinical trials,narrow patient demographics, inconclusive analytic results regarding safety and efficacy; poor understanding of mechanism of action; no histology provided; inflammatory response and nodule formation in 52% of subjects. The panel strongly recommended that the FDA utilize its authority to minimize the off-label use of the product. Since that time, sculptra has been aggressively marketed to the general public by both physicians and the sponsor. Contact dr and myself for the extensive list of these examples, which include symposia sponsored at national meetings, workshops for off label uses, private physician groups where they are trained in off label uses, brochures, advertising by physicians of this off label use, web site solicitations, press events and others. We are dismayed by dermik's blatant disregard for patient safety and law and strongly encourage the FDA to act immediately to protect the public by stopping this behavior.